Event description:
This is a report of peritonitis received through baxter (B)(4), after hours technical service, from a patient with supplemental information received from a doctor. Initially, the patient had contacted baxter technical service regarding an unrelated low drain volume alarm which occurred on the homechoice machine during use for peritoneal dialysis (pd) therapy. The technical service representative (tsr) provided assistance to the patient and the issue was resolved at the time of the call. No clinical consequences for the patient were reported. During the conversation, the patient stated that he was in the hospital. It was reported that the patient uses (B)(6) hospital. On (B)(6) 2012, the baxter (B)(4) received additional information as follows. It was reported that the patient was in the hospital because he had a bug in him. The patient was in the hospital for a week and the doctor said it could have gone to peritonitis. The patient is not sure whether the peritonitis was related to pd treatment . The patient is at home and is fine now. The pd treatment is ongoing. Additional information received from doctor. The doctor stated that the event was actually related to pd treatment (details not provided). The doctor declined to provide further information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up will be submitted

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.